Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: d234trk implantable cardioverter defibrillator (ICD) 2009-(B)(6), 693565 implantable tachy lead 2009-(B)(6), 407652 implantable pacing lead 2009-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was damaged and had elevated pacing thresholds and impedance. No dislocation of the lead was noted on x-ray. The lead was revised and remains in use. The patient was enrolled in the (B)(6) study. No patientcomplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.